Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in italy, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. The procedure was successfully performed without regurgitation, but transvalvular gradients progressively increased after one month. Approximately two years post-procedure, the patient presented with heart failure and dyspnea symptoms due to severe central regurgitation. . Transthoracic echocardiogram revealed the prosthesis in place with thickened leaflets and reduced opening, increased gradient (max 44 mmhg, mean 27 mmhg; vmax 3.32 m/sec), and moderate-to-severe regurgitation. Consequently, the valve was explanted, and a surgical valve replacement was performed.

Manufacturer narrative:
Updated section h6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The returned device was visually examined, and the following observations were noted: deposits and/or host tissue were observed on the surfaces of all leaflets. Calcification noted under x-ray. Host tissue overgrowth encroached onto the tissue valve. Tear observed on cp2 and cp3 leaflets. Valve frame deformed. Provided imagery was evaluated, and the following observations were noted: pannus formation/neo-endothelization close to the frame including the hinge points of the commissures, with some protrusion potentially affecting leaflet mobility. Leaflet damages, tear present on leaflet. The complaints for calcification and leaflet tear are confirmed based on evaluation of returned device and provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per evaluation of returned device and imagery, host tissue overgrowth was noted on the valve tissue and frame including the hinge points of the commissures. Deposits of calcium were noted under x-ray on leaflets and two leaflets were observed torn. In this case, patient medical history indicated dyslipidemia. Dyslipidemia, or the imbalance of lipids, is often used interchangeably with hyperlipidemia. The lipid profile (primarily low hdl cholesterol, elevated triglycerides, elevated ldl cholesterol, and elevated total cholesterol) are important factors in calcification process. Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of calcification as reported. As such, available information suggests that patient factors (dyslipidemia) may have contributed to the reported event. However, a definitive root cause was unable to be determined. In this case, there was an extensive pannus formation on the valve. The pannus formation can affect hemodynamic flow, changing the pressure exerted on the leaflet, which may accelerate the wear and tear of the leaflet. In addition, calcification was present on the leaflet. Tissue calcification is a known factor that can cause leaflet tear overtime. The prolapse of leaflet will compromise the valve function leading to aortic central regurgitation. As such, available information suggests that patient factors (host tissue, calcification) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that acute valve degeneration caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated section b5 and h6- device code and type of investigation.

Event description:
As reported by our affiliates in italy, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. The procedure was successfully performed without regurgitation, but transvalvular gradients progressively increased after one month. Approximately two years post-procedure, the patient presented with heart failure and dyspnea symptoms due to severe central regurgitation. Transthoracic echocardiogram revealed the prosthesis in place with thickened leaflets and reduced opening, increased gradient (max 44 mmhg, mean 27 mmhg; vmax 3.32 m/sec), and moderate-to-severe regurgitation. Consequently, the valve was explanted, and a surgical valve replacement was performed. The perceived root cause of this event was leaflet issues due to acute valve degeneration. As per visual evaluation of the explanted valve, pannus formation was observed close to the frame including the hinge points of the commissures, with some protrusion potentially affecting leaflet mobility. As per video evaluation, as the deployment began, there seemed to be a loss of capture or an aberrant beat, causing the valve with the delivery system to jump to a higher position. The final position of the valve was approximately 100/0 with no regurgitation. After the product evaluation with x-ray imagery, deposits of calcium at the outflow and inflow side of the valve were observed. As per evaluation of the device returned and the images provided, two leaflets were observed torn. It was confirmed that this did not occur due to the explant or any maneuver during the removal.